Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). In (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for pd. During a call with baxter customer service, the following was reported. In (B)(6) 2011, the patient experienced peritonitis and was hospitalized. Treatment information was not reported. Dianeal therapies were ongoing. In (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d18035 and h11d15015 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.